Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type programmer; patient product ID neu_recharger_acc, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the caller had an issue with the patient programmer and the recharger. The manufacturer representative (rep) told the patient they need a replacement insr (ins recharger) and patient programmer. The insr was not working yesterday when they were recharging. The patient programmer stopped working because it is old. Both the patient programmer and the insr had both been showing reposition antenna and not been able to pick up/recognize the ins in their chest. The patient tried every angle, repositioning the antenna, gave the insr to completely charge itself up, replaced the batteries in the patient programmer, tried connecting their equipment on another person, but they were giving the same message on the screen as the person who didn't have their stimulator. The patient was redirected to their healthcare professional to check the implant. Information was received from the rep reporting that they met with the patient on (B)(6) 2017 and that 2 rechargers, a clinician programmer, and the patient programmer were unable to connect with the ins. The rep reported that the patient's recharging has gotten progressively worse, and stated that the patient was(B)(6), when first implanted, but was now (B)(6) heavier. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the battery capacity was reduced due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the exact cause was not known, and the overdischarge state could not be confirmed because they could not get the battery to communicate with the recharger or programmer. The plan was to schedule surgery to expose the ins and attempt recovery/clinician recharge. It was not known exactly when the charging and communication difficulty started as they were noticed gradually. The issue was unresolved at the time of this report. It was later reported that the physician planned to replace the rechargeable device with a non-rechargeable ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the device will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.